Manufacturer narrative:
Patient city: (B)(6) patient country: belgium request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced infusion set adhesive issue event on (B)(6) 2026. Patient reported that the infusion set tape did not stick well and infusion sets came loose during sports. No further information is available.